Event description:
This lead was explanted and replaced. The local biotronik representative did not have information as to the reason for explant and the patient's following physician's office would not release the reason for explant. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.